Manufacturer narrative:
The device is indicated as unavailable for evaluation. Without such evidence, the complaint cannot be confirmed and the root cause cannot be determined. If additional information is received in the future, a follow-up report will be provided.

Event description:
Physician was attempting to use a micro introducer during procedure. The lumen was flushed prior to use. IFU was followed. A guide wire was used for the insertion of the catheter. It was reported that when dilator was removed after sheath insertion, the shaft popped off the hub of dilator. Physician was able to grasp the shaft along with wire and remove out of sheath. There was no patient injury reported.